Event description:
It was reported that patient underwent an unknown procedure on (B)(6)2024. Locking screws of all sizes would not lock into the mtp plates. Locking screw heads would not engage with the locking threads in the plate. Screw is hitting near cortex before sitting low enough to engage. This was tried multiple times with different plates and screws. Procedure was completed successfully with an unknown delay. Patient has prominent hardware.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Manufacturer narrative:
Additional information has been received, the previously reported event under mrn 3020584246-2025-00009 is no longer considered reportable at this time as there was no failure of the device. No further follow-ups will be sent under mrn 3020584246-2025-00009.